Event description:
It was reported that: one second after o2 supply failure the visual alarm "o2 supply low" was given via yellow alarm led, but for 2 minutes no audible alarm was posted.

Manufacturer narrative:
The investigation of the concerned device was not yet possible. Add'l investigation results will be reported in a follow up report.